Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 500 mg/dl at the time of incident and the current blood glucose level was 350 mg/dl. The customer declined troubleshooting for high blood glucose. Customer also stated that reservoir compartment and the battery compartment had damaged. Customer stated that the reservoir was lock in place when inserted into insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement. Device received with broken cracked battery tube threads and broken reservoir tube lip.